Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor said that it was at the end of the case and the tip of the device fell off in the patient. Case completed with a bovie and monopolar. There were no patient consequences. Device was discarded.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013 information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.